Event description:
The customer contacted physio control to report that their device would no longer respond to any button presses, other than the power button, during patient use. In this state, the device may not be able to provide defibrillation therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.

Manufacturer narrative:
A customer quality engineer further reviewed the key log and observed that the print button was held down through the entirety of the reported event date. The key log shows evidence that the customer was able to charge and shock successfully despite the printer button being held down. It was verified that the 12-lead keypad was not functioning properly and its controls were inoperative, however it could not be verified that all of the controls except the power button were not functioning. The root cause of the inoperative 12-lead controls was a sticky 12-lead keypad and the root cause of the other controls not functioning could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue of the device not responding to any button presses. It was observed that the 12-lead button was sticky. After replacing the 12-lead keypad and performing some other unrelated repairs, proper device operation was observed through functional and performance testing, the device was subsequently returned to the customer for use. Verified the reported issue. After replacing interface board, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio control to report that their device would no longer respond to any button presses, other than the power button, during patient use. In this state, the device may not be able to provide defibrillation therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.